Event description:
Customer reportedly received the following results on the advantage system within 10 mins. 101 mg/dl (advantage system 1). 373 mg/dl (advantage system 2). 140 mg/dl (advantage system 3). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number 550865, expiration date 03/31/2010). Reference medwatch report with a1 pt for the suspect device used in system 1 and a1 pt for the suspect device used in system 2.